Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. The device remains implanted and is not available for evaluation. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with practitioner technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without procedural films or post implant imaging available for review, the reported filter tilt and perforation could not be confirmed or further clarified. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter, which subsequently malfunctioned and caused injury, damage, but not limited to perforation and tilt. As a direct and proximate result, the patient suffered life-threatening injuries and damages. The patient required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused perforation and tilt. Additional information indicated that the patient was implanted with an optease filter and not a trapease filter. The patient reported becoming aware of perforation of filter struts outside the inferior vena cava (ivc) and tilting of the filter, approximately thirteen years post implant. The patient also reported experiencing long lasting pain post implant from the right hip down to the right calf of the legs, difficulty sitting up for a long period of time, inability to sleep on the right side and anxiety related to the filter. According to the implant record the indication for the filter implant was a history of morbid obesity and chronic venous insufficiency and was at high risk for pulmonary embolism (pe). The filter was placed via the right femoral vein and deployed between l2 and l3 and was found to be engaged to the wall of the vena cava without significant angulation. A completion venogram performed revealed good positioning of the filter within the vena cava and no extravasation of contrast material. The patient was transferred from the operating room in stable condition. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Sections:&nbsp;section d1 (brand name), d3 (manufacturer name, city and state) section d4 (catalog), section g1(manufacturing site name and address);.

Event description:
According to the legal brief, and as noted in the operative report, the patient was implanted with an optease inferior vena cava (ivc) filter and not a trapease filter as it was initially reported. Per the implant records, the patient was reported to have a history of morbid obesity and chronic venous insufficiency and was at high risk for pulmonary embolism (pe). The operative area was prepped and draped in the usual manner. A needle was used to access the right femoral vein and a guidewire was passed and advanced under fluoroscopy, followed by a dilator and sheath. A venogram obtained revealed a patent vena cava. The optease retrievable filter was advanced, positioned and deployed between l2 and l3 and was found to be engaged to the wall of the vena cava without significant angulation. A completion venogram performed revealed good positioning of the filter within the vena cava and no extravasation of contrast material. The patient was transferred from the operating room in stable condition. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts outside the inferior vena cava (ivc) and tilting of the filter, becoming aware of these events approximately thirteen years after the filter implantation. The patient further asserts to have experienced long lasting pain post implant from the right hip down to the right calf of the legs, difficulty sitting up for a long period of time, inability to sleep on the right side and also experienced anxiety related to the filter.